Event description:
The software is designed to allow the user to create new blood product(s) from an original blood product and is intended to check and warn the user if the expiration date & time for the new blood product(s) exceeds expiration date & time of the original unit. Under certain circumstances, the system will not warn the user that the expiration time of the new blood product(s) exceeds the expiration time of the original product. This only occurs when the expiration date of the original and new blood products is the same, but the expiration time of the new blood product(s) exceeds the expiration time of the original unit. For example, if an original unit has an expiration date of 04/29/2000 and an expiration time of 20:00, and the blood product(s) created from the original unit is assigned an expiration time between 20:01 and 23:59 (on the same expiration date, 04/29/2000), there will be no system warning that the original unit expiration date/time has been exceeded. However, if the expiration time of the new blood product(s) extends past midnight of the following day, and thus the expiration date of the original unit (e.g., 04/30/2000), the system will function as intended and display appropriate warnings.